Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, two non sustained episodes of oversensing were observed. An explanation about the origin of the noise is required.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.